Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a 37-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, abdominal cramps, nausea, vomiting, constipation, memory disturbance and candidiasis. Current weight 199 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included yeast infection, itch burning, herpes simplex, vaginal irritation, dysuria, vaginal itching, uti, memory loss, hyperlipidemia, bacterial vaginosis, ovarian cyst, body odor, fever, chills, uterine enlargement, head pain, vaginal burning sensation, break through bleeding, groin discomfort, allergic rhinitis, pituitary adenoma, insomnia and vaginitis. Family history included diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2013 for anxiety as well as ciprofloxacin betain (cipro), diazepam (valium), ethinylestradiol;norethisterone acetate (loestrin), fluconazole, fluconazole (diflucan), fluticasone, intrauterine contraceptive device (paragard) since 2011 to (B)(6) 2014, ketorolac tromethamine (toradol), metronidazole, metronidazole (metrogel), nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, phenazopyridine hydrochloride (pyridium), phentermine, pseudoephedrine, sertraline and sumatriptan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish"), depression ("depression"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("pain/ lower back pain"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral left oopherectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, vaginal infection and back pain had resolved and the menorrhagia, urinary tract infection, anxiety, depression, headache, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: number of proximal coils: 0 on left cornua and 0 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion (as per pfs). Satisfactory bilateral essure location and fallopian tube occlusion (as per mr). The endometrial canal fills symmetrically. Fallopian tubes are occluded at the level of the cornua bilaterally. Ultrasound scan vagina - on (B)(6) 2018: 1. Bilateral essure tubal closure devices are noted in the isthmus/interstitium location in the fallopian tubes. 2. Endometrial stripe measures 7.5 mm. 3. No adnexal masses. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal infection, migraine, anxiety, headache, menorrhagia, dysmenorrhea, nickel allergy and dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a 37-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, abdominal cramps, nausea, vomiting, constipation, memory disturbance and candidiasis. Current weight 199 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included yeast infection, itch burning, herpes simplex, vaginal irritation, dysuria, vaginal itching, uti, memory loss, hyperlipidemia, bacterial vaginosis, ovarian cyst, body odor, fever, chills, uterine enlargement, head pain, vaginal burning sensation, break through bleeding, groin discomfort, allergic rhinitis, pituitary adenoma, insomnia and vaginitis. Family history included diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2013 for anxiety as well as ciprofloxacin betain (cipro), diazepam (valium), ethinylestradiol;norethisterone acetate (loestrin), fluconazole, fluconazole (diflucan), fluticasone, intrauterine contraceptive device (paragard) since 2011 to (B)(6) 2014, ketorolac tromethamine (toradol), metronidazole, metronidazole (metrogel), nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, phenazopyridine hydrochloride (pyridium), phentermine, pseudoephedrine, sertraline and sumatriptan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish"), depression ("depression"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("pain/ lower back pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anaemia ("anemia") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral left oopherectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, allergy to metals and back pain had resolved and the anxiety, depression, headache, migraine, dysmenorrhoea, dyspareunia, bacterial vaginosis, weight increased, vaginal discharge, fatigue, anaemia and vulvovaginal candidiasis outcome was unknown. The reporter considered allergy to metals, anaemia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: number of proximal coils: 0 on left cornua and 0 on right cornua. She received treatment for anemia, menorrhagia, uti, bacterial vaginosis, candida vaginosis, fatigue, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion (as per pfs). Satisfactory bilateral essure location and fallopian tube occlusion (as per mr). The endometrial canal fills symmetrically. Fallopian tubes are occluded at the level of the cornua bilaterally. Ultrasound scan vagina - on (B)(6) -2018: 1. Bilateral essure tubal closure devices are noted in the isthmus/interstitium location in the fallopian tubes. 2. Endometrial stripe measures 7.5 mm. 3. No adnexal masses.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal infection, migraine, anxiety, headache, menorrhagia, dysmenorrhea, nickel allergy and dyspareunia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event outcomes were updated from unknown to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a (B)(6) female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, abdominal cramps, nausea, vomiting, constipation, memory disturbance and candidiasis. Current weight 199 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included yeast infection, itch burning, herpes simplex, vaginal irritation, dysuria, vaginal itching, uti, memory loss, hyperlipidemia, bacterial vaginosis, ovarian cyst, body odor, fever, chills, uterine enlargement, head pain, vaginal burning sensation, break through bleeding, groin discomfort, allergic rhinitis, pituitary adenoma, insomnia and vaginitis. Family history included diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2013 for anxiety as well as ciprofloxacin betain (cipro), diazepam (valium), ethinylestradiol;norethisterone acetate (loestrin), fluconazole, fluconazole (diflucan), fluticasone, intrauterine contraceptive device (paragard) since 2011 to (B)(6) 2014, ketorolac tromethamine (toradol), metronidazole, metronidazole (metrogel), nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, phenazopyridine hydrochloride (pyridium), phentermine, pseudoephedrine, sertraline and sumatriptan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish"), depression ("depression"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("pain/ lower back pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anaemia ("anemia") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral left oopherectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, vaginal infection and back pain had resolved and the menorrhagia, urinary tract infection, anxiety, depression, headache, migraine, allergy to metals, dysmenorrhoea, dyspareunia, bacterial vaginosis, weight increased, vaginal discharge, fatigue, anaemia and vulvovaginal candidiasis outcome was unknown. The reporter considered allergy to metals, anaemia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: number of proximal coils: 0 on left cornua and 0 on right cornua. She received treatment for anemia, menorrhagia, uti, bacterial vaginosis, candida vaginosis, fatigue, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion (as per pfs). Satisfactory bilateral essure location and fallopian tube occlusion (as per mr). The endometrial canal fills symmetrically. Fallopian tubes are occluded at the level of the cornua bilaterally. Ultrasound scan vagina - on (B)(6) 2018: 1. Bilateral essure tubal closure devices are noted in the isthmus/interstitium location in the fallopian tubes. 2. Endometrial stripe measures 7.5 mm. 3. No adnexal masses.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal infection, migraine, anxiety, headache, menorrhagia, dysmenorrhea, nickel allergy and dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a 37-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, abdominal cramps, nausea, vomiting, constipation, memory disturbance and candidiasis. Current weight 199 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included yeast infection, itch burning, herpes simplex, vaginal irritation, dysuria, vaginal itching, uti, memory loss, hyperlipidemia, bacterial vaginosis, ovarian cyst, body odor, fever, chills, uterine enlargement, head pain, vaginal burning sensation, break through bleeding, groin discomfort, allergic rhinitis, pituitary adenoma, insomnia and vaginitis. Family history included diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2013 for anxiety as well as ciprofloxacin betain (cipro), diazepam (valium), ethinylestradiol; norethisterone acetate (loestrin), fluconazole, fluconazole (diflucan), fluticasone, intrauterine contraceptive device (paragard) since 2011 to (B)(6) 2014, ketorolac tromethamine (toradol), metronidazole, metronidazole (metrogel), nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, phenazopyridine hydrochloride (pyridium), phentermine, pseudoephedrine, sertraline and sumatriptan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish"), depression ("depression"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("pain/ lower back pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anaemia ("anemia") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral left oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, vaginal infection and back pain had resolved and the menorrhagia, urinary tract infection, anxiety, depression, headache, migraine, allergy to metals, dysmenorrhoea, dyspareunia, bacterial vaginosis, weight increased, vaginal discharge, fatigue, anaemia and vulvovaginal candidiasis outcome was unknown. The reporter considered allergy to metals, anaemia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: number of proximal coils: 0 on left cornua and 0 on right cornua. She received treatment for anemia, menorrhagia, uti, bacterial vaginosis, candida vaginosis, fatigue, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion (as per pfs). Satisfactory bilateral essure location and fallopian tube occlusion (as per mr). The endometrial canal fills symmetrically. Fallopian tubes are occluded at the level of the cornua bilaterally. Ultrasound scan vagina - on (B)(6) 2018: 1. Bilateral essure tubal closure devices are noted in the isthmus/interstitium location in the fallopian tubes. 2. Endometrial stripe measures 7.5 mm. 3. No adnexal masses. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal infection, migraine, anxiety, headache, menorrhagia, dysmenorrhea, nickel allergy and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: event bacterial vaginosis, new events anaemia and fatigue, reference and rcc updated. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a 37-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, abdominal cramps, nausea, vomiting, constipation, memory disturbance and candidiasis. Current weight 199 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included yeast infection, itch burning, herpes simplex, vaginal irritation, dysuria, vaginal itching, uti, memory loss, hyperlipidemia, bacterial vaginosis, ovarian cyst, body odor, fever, chills, uterine enlargement, head pain, vaginal burning sensation, break through bleeding, groin discomfort, allergic rhinitis, pituitary adenoma, insomnia and vaginitis. Family history included diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2013 for anxiety as well as ciprofloxacin betain (cipro), diazepam (valium), ethinylestradiol;norethisterone acetate (loestrin), fluconazole, fluconazole (diflucan), fluticasone, intrauterine contraceptive device (paragard) since 2011 to (B)(6) 2014, ketorolac tromethamine (toradol), metronidazole, metronidazole (metrogel), nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, phenazopyridine hydrochloride (pyridium), phentermine, pseudoephedrine, sertraline and sumatriptan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish"), depression ("depression"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("pain/ lower back pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anaemia ("anemia") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral left oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, allergy to metals and back pain had resolved and the anxiety, depression, headache, migraine, dysmenorrhoea, dyspareunia, bacterial vaginosis, weight increased, vaginal discharge, fatigue, anaemia and vulvovaginal candidiasis outcome was unknown. The reporter considered allergy to metals, anaemia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: number of proximal coils: 0 on left cornua and 0 on right cornua. She received treatment for anemia, menorrhagia, uti, bacterial vaginosis, candida vaginosis, fatigue, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion (as per pfs). Satisfactory bilateral essure location and fallopian tube occlusion (as per mr). The endometrial canal fills symmetrically. Fallopian tubes are occluded at the level of the cornua bilaterally. Ultrasound scan vagina - on (B)(6) 2018: 1. Bilateral essure tubal closure devices are noted in the isthmus/interstitium location in the fallopian tubes. 2. Endometrial stripe measures 7.5 mm. 3. No adnexal masses.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal infection, migraine, anxiety, headache, menorrhagia, dysmenorrhea, nickel allergy and dyspareunia. Batch no c06519, production date 2013-12-26, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a (B)(6) year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, abdominal cramps, nausea, vomiting, constipation, memory disturbance and candidiasis. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included yeast infection, itch burning, herpes simplex, vaginal irritation, dysuria, vaginal itching, uti, memory loss, hyperlipidemia, bacterial vaginosis, ovarian cyst, body odor, fever, chills, uterine enlargement, head pain, vaginal burning sensation, break through bleeding, groin discomfort, allergic rhinitis, pituitary adenoma, insomnia and vaginitis. Family history included diabetes mellitus. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2013 for anxiety as well as ciprofloxacin betain (cipro), diazepam (valium), ethinylestradiol;norethisterone acetate (loestrin), fluconazole, fluconazole (diflucan), fluticasone, intrauterine contraceptive device (paragard) since 2011 to (B)(6) 2014, ketorolac tromethamine (toradol), metronidazole, metronidazole (metrogel), nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, phenazopyridine hydrochloride (pyridium), phentermine, pseudoephedrine, sertraline and sumatriptan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ mental anguish"), depression ("depression"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("pain/ lower back pain"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral left oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, vaginal infection and back pain had resolved and the menorrhagia, urinary tract infection, anxiety, depression, headache, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: number of proximal coils: 0 on left cornua and 0 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. On (B)(6) 2015: total bilateral occlusion (as per pfs). Satisfactory bilateral essure location and fallopian tube occlusion (as per mr). The endometrial canal fills symmetrically. Fallopian tubes are occluded at the level of the cornua bilaterally. Ultrasound scan vagina - on (B)(6) 2018: bilateral essure tubal closure devices are noted in the isthmus/interstitium location in the fallopian tubes. Endometrial stripe measures 7.5 mm. No adnexal masses. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: vaginal infection, migraine, anxiety, headache, menorrhagia, dysmenorrhea, nickel allergy and dyspareunia. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and medical record received: this case became incident. Lot number added. Medical device complication was replaced with new events menorrhagia, vaginal bleeding, vaginal infection, urinary tract infection, anxiety/ mental anguish, depression, urinary problems or changes, bladder problems or changes, migraines, headaches, nickel allergy, dysmenorrhea, dyspareunia, pain/pelvic area, vaginal discharge and weight gain. Event onset dates, medical history, concomitant condition and drugs were added. Essure removal date, reporters' information, patients date of birth and demographic details and were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.